Manufacturer narrative:
(B)(6) 2019 - this lead was capped and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient was shocked inappropriately 9 times due to noise on the rv lead. Lead statistics were in range. Noise was reproducible by performing postural testing. Patient currently has ICD disabled and is in the ER. Patient to be addressed further. Device remains implanted.